Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. The customer stated no further event information available due to covid-19 pandemic.

Event description:
It was reported that two pharmacy students conducted a study over the past 3 months and identified 20 events across the health system where nursing programmed a heparin infusion in units/hour instead of the weight-based dosing of units/kg/hr. When programming using the units/hour dosing, the heparin 25,000units/250ml infusion rate is below 0.3ml for the 100units/ml concentration. In every case, nursing overrode the soft lower limit on the dose which resulted in sub-therapeutic heparin dosing. One extreme case involved the heparin infusion lasting up to 25 hours. Most cases involved patients that were not on interoperability, so it is thought that the infusions are initiated from the ER. One of the reported 20 events were found with this facility. It was further stated that were no known adverse effects caused to any patient's from the events.

Event description:
It was reported that two pharmacy students conducted a study over the past 3 months and identified 20 events across the health system where nursing programmed a heparin infusion in units/hour instead of the weight-based dosing of units/kg/hr for rates that infused at the wrong rate for greater than 20 minutes. When programming using the units/hour dosing, the heparin 25,000units/250ml infusion rate is below 0.3ml for the 100units/ml concentration. In every case, nursing overrode the soft lower limit on the dose which resulted in sub-therapeutic heparin dosing. One extreme case involved the heparin infusion lasting up to 25 hours. Most cases involved patients that were not on interoperability, so it is thought that the infusions are initiated from the ER. One of the reported 20 events were found with this facility. It was further stated that were no known adverse effects caused to any patient's from the events.